Event description:
It was reported that the rv (right ventricular) lead was undersensing and not sensing, so the patient was being paced all the time and at times close to the t-wave. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The atrial lead was replaced due to upgrade. The lead was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached depression, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; partial lead in segments returned and analyzed. (B)(4): outer tubing esc breach/breach (non-electrical), the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and the lead was stretched; medial segment returned and analyzed.